Event description:
The customer alleged they received questionable free thyroxine (ft4) results on their e411 analyzer. The customer alleged they received questionable results for external quality assessment samples and patient samples. The customer provided data for one discrepant patient sample. The patient's initial ft4 result was 2.86 ng/dl and it was reported outside the laboratory. Quality control samples were only run on (B)(6) 2013 and were within the specified ranges. The questionable ft4 result was generated on (B)(6) 2013. No quality control results were available for this date. On (B)(6) 2013, a calibration was performed and the results were significantly lower than specification, and quality control was out of specification. On (B)(6) 2013, successful calibration and quality controls were performed, and the sample was repeated. On (B)(6) 2013, the sample was repeated and the ft4 result was 2.23 ng/dl. Information on whether the patient was adversely affected was requested but not provided. The ft4 reagent lot number was 171277. The expiration date was requested but not provided. A specific root cause could not be determined. It was noted the customer was not following the recommended calibration or quality control frequencies.

Manufacturer narrative:
This event occurred in (B)(6).